Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for compression fracture due to primary osteoporosis. It was reported that cement mixing was performed at the usual room temperature (20°), and injection was started once the appropriate viscosity was achieved. By the second syringe, the cement had hardened t o the point where the bfd could not be pressed, leading to the injection being abandoned. A new batch of cement was opened, and the procedure was completed without any issues. There were no patient symptoms reported. There were no further complications reported r egarding the event.

Manufacturer narrative:
H3: product analysis of part # c01a-j, lot # el70348 - visual inspection confirmed the cement has been opened and mixed in the mixer. It appears most of the cement has been used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.